Event description:
It was reported that this product was explanted due to erosion. About 1cm of the bottom of the pulse generator and the a-sense portion of the electrode were slightly exposed due to changes in body shape. At present, the condition of the wound is negative for infection. The plan is to have the system implanted again after having the skin condition checked by the doctor. There were no additional adverse events reported.